Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up, down and ok buttons. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: on investigation, the "ok", "up" and "down" buttons were under responsive. Investigation confirmed the complaint. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The pump was opened for investigation and revealed moisture corrosion on the printed circuit board components related to the keypad circuit and on the battery housing. The battery compartment was crack on left side of grip pad.